Event description:
It was reported that during a coiling of a wide neck aneurysm in the anterior communicating artery, the first stent attempted could not be placed and was removed without any issue. A second stent was placed with ease and the aneurysm was successfully filled with a gdc coil. Patient status is reported as "ok", with the exception of "a light deficit in movement of the left leg." It was reported that the deficit in movement of the left leg was due to a small infraction.

Manufacturer narrative:
For no allegation of any device malfunction or nonconformance that contributed to the event. Device manufacturer date: unk. Additional information: the patient presented with a ruptured aneurysm. Related MFR reports filed for this event: transend 300 floppy guidewire: 2939204-2008-00493. Neuroform 3.5 x 15 mm: 2939204-2008-00491. Neuroform 3.5 x 20 mm stent: 2939204-2008-00494. Gdc coil: 2939204-2008-00492.